Manufacturer narrative:
The root cause of the reported issue was determined to be the loose system connector cable to the power pcb.

Event description:
The customer contacted stryker to report that their device was locked-up during the initial boot-up. As a result, defibrillation would not be available, if needed. There was no patient use associated with the reported event.

Event description:
The customer contacted stryker to report that their device was locked-up during the initial boot-up. As a result, defibrillation would not be available, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
A stryker field service representative (fsr) performed an initial evaluation of the customer¿s device and was able to verify the reported issue. Stryker's fsr reconnected the power/system pcb cable, as it was loose. After performing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.